Event description:
The stent was placed into the pt via the left iliac artery from the contralaterial side. The stent was placed over a wire and through a 7fr sheath. The initial deployment was without incident and the placement was precise and on target. Upon retraction of the stent deplyment device into the 7 fr sheath, some resistance was noticed but was not determined to be significant. Subsequent to removal of the stent deployment device from the sheath, a pta balloon was advanced to postdilate the stent. At this time, it was noted the distal 8cm had detached from the deployment catheter and was on the wire. The separated segment was snared; however, during this process, the original stent buckled and a second stent was placed to achieve adequate results. The pt had no adverse effect from this event.